Event description:
It was reported that towards the end of a mitral valve repair procedure, the balloon ruptured. This occurred during the suturing of the mitral valve. It is unk if the balloon was hit by the needle. The case was completed with cold fibrillation and there were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.